Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician found atrial hypertrophy. Loss of pacing was observed when the lead was implanted. The lead was replaced to complete the procedure. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.